Manufacturer narrative:
No patient information provided as no patient was involved in this event. Event problem and evaluation: on 7-nov-2016, a medtronic representative went to the site to test the equipment. System logs showed an error on charger card 12; therefore, the charger enclosure was changed and its firmware was updated. There was a red/pink) blinking light on the battery indicator. A bad wiring connection was found on battery tray 6; therefore, the tray was changed. A system check-out was completed; the mechanical tests, imaging tests and safety inspection all passed, the system performed as intended. The enclosure charger was returned to the manufacturer and an evaluation is currently in progress. The battery tray assembly was returned to the manufacturer and an evaluation is currently in progress.

Event description:
A medtronic representative reported that the imaging system¿s user panel had a red/pink flashing light, and the log was showing a charger card 12 error. No patient was involved when this issue was identified.

Manufacturer narrative:
The suspect battery tray was returned to the manufacturer for analysis. Testing found that an inline fuse wire for battery 3 was broken due to a faulty solder joint. Two of the batteries failed bench testing due to low voltages being reported. This confirmed an electrical and mechanical failure due to low voltage and broken pieces.

Manufacturer narrative:
The suspect battery enclosure charger was returned to the manufacturer for analysis. The charger was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.